Event description:
It was reported that the bd plastipak ¿ sterile syringe leaked while reconstituting the medicine. The following information was provided by the initial reporter, translated from (B)(6): "nursing personnel when reconstituting the medication realizes that the syringe has a leak in the front part, so it is decided to report the incident and change the syringe."

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak ¿ sterile syringe leaked while reconstituting the medicine. The following information was provided by the initial reporter, translated from spanish: "nursing personnel when reconstituting the medication realizes that the syringe has a leak in the front part, so it is decided to report the incident and change the syringe."

Manufacturer narrative:
H6: investigation summary photo received for investigation. Upon visual inspection, a syringe is displayed, the failure cannot be confirmed based on the images. Physical samples are necessary to further analyze and conduct leak test. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.